Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but could not reproduced the system error 322. The specific caused was undetermined. The upper and lower auxiliary assemblies were replaced as they are known contributors of system error 322. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a device has system error 322 alarms throughout the history log. It was also reported that there was no patient injury.